Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of polytraumatic injuries, including a contained aortic rupture induced by thoracic blunt trauma. This event was reported in the journal of vascular surgery 2008; 47: 1195-1202, june 2008. The stent grafts were implanted between 2001 and 2007. It was reported the pt presented with polytraumatic injuries, including a contained aortic rupture induced by thoracic blunt trauma. After initial successful endovascular repair, the pt underwent emergency conversion because of delayed rupture 31 days later. It was also reported that a CT scan confirmed device migration. The pt was treated by an emergency procedure involving hemi arch and descending aortic replacement. No additional clinical sequelae were reported and the pt had expired.